Event description:
It was reported that there was a lead safety switch (lss) on this pacemaker system due to right ventricular (rv) lead pacing impedance measurements greater than 3000 ohms, which was out-of-range. Engineering analysis was done on device data and confirmed variable impedances on the rv lead between 400 ohms and out-of-range as well as variable power consumption due to varying right atrial (ra) lead capture thresholds. The ra automatic threshold test was found to be in suspension due to these varying thresholds. It was noted that these leads were tunneled as device had been moved due to patient condition. Technical services (ts) reviewed device episode data and found that there were episodes of noise. This device was reprogrammed in clinic. After reprogramming, there was far-field oversensing on the ra lead and atrial pacing below the lower rate limit (lrl). This patient was not dependent on rv pacing. Ts discussed further device optimization and lead evaluation. No adverse patient effects were reported. Currently, this pacemaker system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that there was a lead safety switch (lss) on this pacemaker system due to right ventricular (rv) lead pacing impedance measurements greater than 3000 ohms, which was out-of-range. Engineering analysis was done on device data and confirmed variable impedances on the rv lead between 400 ohms and out-of-range as well as variable power consumption due to varying right atrial (ra) lead capture thresholds. The ra automatic threshold test was found to be in suspension due to these varying thresholds. It was noted that these leads were tunneled as device had been moved due to patient condition. Technical services (ts) reviewed device episode data and found that there were episodes of noise. This device was reprogrammed in clinic. After reprogramming, there was far-field oversensing on the ra lead and atrial pacing below the lower rate limit (lrl). This patient was not dependent on rv pacing. Ts discussed further device optimization and lead evaluation. No adverse patient effects were reported. Currently, this pacemaker system remains in service.